Manufacturer narrative:
(B)(4). External cause. Customer reported hole in tyvek before procedure. One sealed package with instrument was received for analysis. No carton was received. Package was visually inspected for damage and a rip in the tyvek was noted in the tyvek. Rip is formed from the outside and appears to have been caused by impact and compression against the tyvek. The surface of the package is indented and pressed down as though a heavy object had been on top of it. The blister is not damaged, but does have some warping that indicates that weight was unevenly placed on it. Batch history review indicates no nonformances or defects occurred during packaging process and there was no rework or handling outside the normal process. All packages are 100% inspected prior to placement in cartons. Packages are unable to shift position within sales unit cartons and are not excessively loose or snug. Sales unit cartons are placed into corrugate containers for shipping. This indicates that package was most likely not in sales unit carton when damage occurred. Rip in tyvek lid was caused external to packaging process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, there was a hole in the tyvek. Another device was used to complete the case. There were no adverse consequences for the patient.